Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-24054. It was reported the patient was experiencing ineffective stimulation while using tonic stimulation. As a result, surgery intervention occured wherein both leads were explanted and replaced. Effective therapy was established post op.